Manufacturer narrative:
The complaint could not be confirmed as the failed device is not expected to be returned for evaluation, and no pictures of the failure were received either. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a brostrom surgery the anchors came loose out of the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update swit (B)(6) 2024: a new anchor was opened and used to finish the surgery successfully.